Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac profiler versus another device, the access. Patient's diagnosis at admission: chronic obstructive pulmonary disease (copd), chest pain, non-st elevation myocardial infarction (nstemi) and abdominal aortic aneurysm (aaa). Diagnosis at discharge: chest pain (non-cardiac), copd, history of coronary disease - stable, hypertension - fairly stable, aaa - stable. Patient's whole blood (edta) sample was ran on the triage cardiac profiler at 6:52 am. Heparin sample was then taken on the access at 10:50am.

Manufacturer narrative:
Patient's sample was returned on 09/16/2011. Product support tested returned sample on retained profiler lot w49548 (w49549 was not available) for troponin recovery. No elevated values or high bias in tni recovery were observed with any sample. No error codes or device issues were observed. Troponin recovery results: sample 1: triage: <0.05ng/ml, access2: 0.00ng/ml. Sample 2: triage: <0.05ng/ml, access2: 0.01ng/ml. All data points with the negative control sample calibrator z were below the manufacturing 2sd range. All data points with negative whole blood donor sample were at or below 0.05 ng/ml. No false positive results were observed. All data points with the positive control calibrator h were within the manufacturing 2sd range. No discrepant results were observed. Concentration provided by customer is below the clinical cutoff of 0.40 ng/ml for positive tni as stated in the package insert. The customer's complaint of a potential false positive tni result was not observed. Product support cannot rule out sample specific or environmental factors or user issues as a possible cause of discrepant results. Customers returned sample was received at room temperature. Package was not labeled at patient samples, no ice packs were included, and no biohazard labels were fixed on the outside. Customer did not follow instructions provided by technical support. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.